Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that pen needles are not expressing all the insulin out of the pen needle. Verbatim: consumer reported finding pen needles not expressing out all insulin dialed up to. Callers daughter nurse educator advised this mom to inject example of 20 units of insulin into the needle cover and then to draw it up with a syringe. This resulted with the syringe drawing up only 18 units of insulin. Daughter takes humalog and treseba 38 units and 42 units".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-30. H6: investigation summary customer returned 73 unopened pen needles. The teardrop labels identify them as 4mm, 32 gauge pen needles from lot 0255181. 30 samples were taken and individually attached to a test pen. The saline in the test pen was pushed through the system and exited out of the pen needles without any issues. No clogs were found in any of the samples tested. It was noted that insulin was capable of passing through the pen needles in the original entry description, but only the pen needle components of the system were returned for testing. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of clogged needles. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that pen needles are not expressing all the insulin out of the pen needle. Verbatim: consumer reported finding pen needles not expressing out all insulin dialed up to. Callers daughter nurse educator advised this mom to inject example of 20 units of insulin into the needle cover and then to draw it up with a syringe. This resulted with the syringe drawing up only 18 units of insulin. Daughter takes humalog and treseba 38 units and 42 units".